Event description:
It was reported that during a coronary stent procedure of a circumflex lesion, the stent dislodged. After advancing the delivery/stent device to the target lesion, the physician determined the stent was too long for the lesion. While attempting to retract the delivery/stent device, resistance was encountered and the stent dislodged during removal. No attempt was made at retrieval and another stent was used to secure the undeployed stent. Pt status is listed as "okay'.